Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Upon receipt of further info, it was determined that the product was manufactured by (B)(4). Reference MDR 1822565-2011-02726. Eval summary: no product was received for eval. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. With the available info, a cause for this specific event cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is pending a revision surgery due to complications related to tissue reaction.